Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of noisy signals and wandering baselines. The shock impedance was high but still within range. At the time the patient's sensing vector was changed to alternate. Recently the patient has received an additional inappropriate shock. The entire system was subsequently explanted due to these inappropriate shocks. No additional adverse events were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this returned product. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.